Event description:
Event description guidant received information that approximately one week post implant of this implantable cardioverter defibrillator (ICD), the patient reported hearing a series of r-wave synchronous tones followed by a continuous tone. This continuous tone preceded the delivery of a shock. The patient presented to the clinic for a device check, but telemetry could not be established. Multiple programmers/wands were used in an attempt to establish communication with this device, none of which were successful. Guidant technical services recommended device replacement, as therapy availability could not be confirmed. The decision was made to explant and replace this device with a different guidant ICD. No additional complications were reported